Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, and one curved opening on the posterior side. A leak test and microscopic analysis were performed which identified one sharp crease opening on the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one sharp crease opening on the posterior due to fold flaw opening. The reason for reoperation is deflation.

Event description:
Device has been explanted.